Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial#: unknown, product type: extension. Product ID: neu_unknown_lead, lot#: unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient's tics had worsened and the ins was draining very fast. When inspected, the left lead and extension were damaged. These devices were replaced and the patient was doing very well. Although the deep brain stimulation (dbs) had been working well, the patient still had some involuntary movements, which the physician felt was the cause of the lead/extension damage.

Manufacturer narrative:
Year is valid in the event date. Device model is unknown, but no medtronic device is approved for tourette's, so the use of this device for tourette's is considered off-label use. Year is valid in the implant date. Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for tourette's. The patient's tics have returned over the last year, was damaging their neck with the tics, and needed to use a wheelchair again. The ins was interrogated and lots of short circuits were identified in the left-sided leads: 0/1 at 31 ohms, 0/2 at 17 ohms, 0/3 at 16 ohms, 1/2 at 66 ohms, 1/3 at 56 ohms, and 2/3 at 22 ohms, so an MRI could not be performed. The patient was programmed on c+/1- at 2.8 v, 180 usec pulsewidth (pw), 130 hz with therapeutic impedance of 531 ohms (5.055 milliamperes) on the left side and c+/9- at 2.8 v, 180 usec pw, 180 hz with therapeutic impedance of 808 ohms (3.359 milliamperes) on the right side. The patient was charging most days, but only for 30 minutes and the ins was only 25% at the end. The patient was thin and was getting 5 bars fairly easily. It was thought that the ins had sometimes run out between charges, and it was taking greater than six hours for a full charge. Relevant medical history included spinal cord damage related to severe tics of the neck and wheel chair usage.

Manufacturer narrative:
Date of event updated. The month and year are valid, but exact date is not known. Concomitant medical products: product ID 3389-28, lot# va1vf7j, product type lead, product ID 3708660, serial# unknown, product type extension. Note: extension serial number reported as either (B)(4) (which is not a complete serial number). If information is provided in the future, a supplemental report will be issued.